Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a fusion oxygenator device product leaked from the bottom of the oxygenator during priming. There was no impact to the patient associated with this event. The use of the device was unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5. The device was replaced. D4.2 expiration date, d4.4 lot #, d4.5 unique identifier (UDI)# <(>&<)> h4. Device mfg date: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: it was reported that during use of a fusion oxygenator, the device leaked from the bottom of the oxygenator during priming. There was no impact to the patient associated with this event. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the malfunction was noticed after priming, while the circuit was rotating at low flow before entering the pump. The device was not used on a patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.